Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: during investigation, the keypad was intact with no damage or peeling. All keypad buttons were responsive to user input. The keypad was removed and no evidence of contamination was found on the button contacts. The pump was opened to find no evidence of moisture corrosion near the keypad connector. The alleged tactile changes/unresponsive keypad issue was unable to be duplicated during investigation. Unrelated to the original complaint, the display was dim and pink. Additionally, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.